Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The customer replaced the sodium electrode. Calibration was successful, but controls were sub-optimal. The electrodes were conditioned, and an ise check was performed. Afterwards, calibration and controls improved. Patient samples were remeasured, and some showed up to a 4-unit difference. The issue did not improve over time. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 146.7 mmol/l and it repeated twice, with values of 140.3 mmol/l and 141.9 mmol/l.

Manufacturer narrative:
The field service engineer exchanged the vacuum nozzle and dilution cup. No further issues were reported after these actions. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.